Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced dizziness and sustained a fall but remained conscious. The patient's spouse called emergency medical service and paramedics checked the bg which was 40 mg/dl while the cgm was 300 mg/dl. The patient refused all treatment including treatment for hypoglycemia and first aid for his fall. The patient declined transportation to the emergency department for evaluation as recommended by paramedics. There was no documentation of medical intervention. At the time of the report, the patient was experiencing rib pain from the fall 10 days earlier. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.